Event description:
The accounts engineer stated that the casters will not come out of brake.

Manufacturer narrative:
The technician found the brake detent was broken in half. He replaced the brake detent to repair the bed.